Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus but would not deploy from the delivery system. The plunger broke during deployment and the physician had to be instructed on how to manipulate the handpiece to deploy the capsule, which remained attached to the esophagus. No serious injury to the pt was reported.